Manufacturer narrative:
(B)(4). Date sent: 1/22/2026. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 4/3/2026. D4: batch # 702d24. Investigation summary: during analysis at the (B)(6), the device was received with the washer cut, the knife exposed, and no staples present. A test battery was inserted into the device, and the green check indicator did not illuminate. When the orange indicator was placed in the green firing range and the firing trigger was squeezed, the device activated and did not stop firing. This behavior matched what was reported in the event description so the complaint was escalated and the device was sent to cincinnati for further evaluation. During inspection at the cincinnati pi lab, the device arrived with the shrouds removed and the knife exposed. There was no apparent damage to the device components. Dried bodily fluid residue was found inside the end effector and shaft, but very little was observed in the handle area. A test battery was inserted and the backlight illuminated. The green check mark did not illuminate. The anvil was inserted and positioned into the firing range. When the safety was released and the firing trigger was pressed, the device fired continuously without stopping, which is consistent with what was seen in the (B)(6). After removing the test battery (forward polarity) and inserting the reset battery (reverse polarity orientation used for diagnostic resets), the green check mark illuminated instantly without pressing the firing trigger. The frames were removed and the stop switch actuator and mechanism were evaluated; no mechanical damage was observed. All wiring and mechanical components were intact. The device was refired (with the test battery inserted) and the stop switch actuator was depressing both stop switches as designed, but the device continued to fire. Since all mechanical operations were functioning as intended, the potential cause was narrowed down to an electrical issue. The motor and stop switch actuator were removed from the frames and the device was fired again. The following behavior was observed: ¿ when the stop switch was manually depressed for 0.5 seconds, the device would briefly stall then start again and continuously fire. ¿ when depressed for more than 1 second, the device would come to a complete stop and would not start again, but the green check mark still did not illuminate. ¿ using multimeter based resistance check, the component functionality of stop switch was verified by manually activating/deactivating the switch. The switch was found to be operating as intended. The indicator lens of the device was removed and the led pcb, was inspected. No visible damage was found and conformal coating appeared normal. The multimeter was used again to test the continuity of the electrical components. The r9 resistor, which supplies the green led, measured within specification. The right side of the d4 diode tested normally; however, the left leg of d4 recorded an open circuit. Because of this open circuit, the green led was not receiving ground connection when the forward battery was inserted. The right side of d4 will be activated only with reverse battery. D4 showed an electrical abnormality, additional pcb-level testing was performed on adjacent components in the same current path. This testing revealed that the d3 diode was also shorted. Since d3 is electrically connected on the same node with q5 transistor, a short in d3 will also short the emitter to collector of the transistor q5. Transistor q5 is the braking transistor, the short between emitter and collector hence prevents dynamic braking of the motor. Without this braking function, the motor was able to coast, allowing the device to continue firing even after the stop switch was pressed. When the stop switch was released, residual energy in the system was sufficient to restart the firing sequence. When the stop switch was pressed for a longer period of time, there was no sufficient energy for the motor to restart and the motor eventually coast to stop. The root cause of the continuous-fire behavior is an electrical fault associated with the d4 and d3/q5 components in the indicator/stop-switch signal path. This fault directly explains the incorrect led behavior and altered stop-switch response. CT scan analysis of the pcb revealed no visible damage to the affected components. Additional pcb-level diagnostics are required to identify the root cause of the short. The wire harness assembly, which includes the led pcb, has been returned to the supplier for further evaluation. The reported condition was the device continuously fired after activation. As part of ethicon endo surgery¿s quality processes, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 702d24, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a colon resection, the motor would not stop. It fired and stapled but the motor did not stop automatically. No further information provided. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 12/26/2025. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 3/3/2026. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.